Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 07-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station displayed a black screen with enter password dialog box. A technical support specialist (tss) fixed the corrupted files on the station through the command prompt without shutting it down. The station was monitored over several days, and no further issues were reported. The customer confirmed to close the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the device was unable to be employed. The screen displayed a black screen with an "enter password" prompt. The customer reported that the pyxis functioned for approximately 10 minutes after a reboot before the same screen reappeared. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.